Event description:
While fitting a (B)(6) male pt, a zoll pt service representative (psr) contacted zoll customer support to report that the monitor was making high pitched noises when the battery pack was inserted. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor makes high pitched noise when battery is inserted) is being investigated. A root cause investigation is currently underway in engineering. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.